Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: three x ray images were reviewed. The first two images are of a filter within the inferior vena cava. The limbs and barbs appear to be constrained. The first image is a magnified representation of the second image. The final image shows a deployed filter with the limbs expanded, but the barbed struts appear partially constrained or twisted. Received one denali filter in a specimen cup. During visual evaluation, the filter was noted received with all limbs present, and two legs crossed. Therefore, the investigation confirmed for the reported activation problem and identified expansion failure as the barbed struts appear partially constrained or twisted in the x ray images. A definitive root cause for the activation problem and identified expansion failure could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device, method). H11: h6 (result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a vena cava filter placement procedure, the filter allegedly did not fully deploy. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a vena cava filter placement procedure, the filter allegedly did not fully deployed. It was further reported that the filter was removed. The procedure was completed using another device. There was no reported patient injury.